Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre drainage catheter. After the procedure, the drainage catheter was allegedly fractured and broken segment moved within the body. Reportedly leak was noted. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a drainage catheter placed inside a polythene wrap. A small portion of the catheter hub is noted to be broken, and the broken parts are noted to be missing from the catheter hub. Therefore, the investigation is confirmed for reported catheter connector fracture, leak and material separation issues. The investigation is inconclusive for the reported migration issue as the exact circumstance at the time of the reported event was unknown. However, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture and leak issues for the remaining two devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre drainage catheter. On may 14, 2025, sometime post a procedure, the drainage catheter was allegedly fractured and broken segment moved within the body. Reportedly leak was allegedly noted. The catheter was removed and replaced.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.